Manufacturer narrative:
Serial number of device corrected to: (B)(6). Additional info received 18mar2024: the customer thought the value should between 120 to 175 g/l according to the patient's performance, the actual value was 60 g/l. The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown. The hemolyzer unit was contaminated" which could indicate a clot in the hemolyzer. The engineer cleaned it by the rinse solution, and did the thb calibration to solve the problem.

Event description:
According to the complaint, a patient was admitted to the hospital on january 11, 2024 with the main symptom of recurrent coughing, sputum production, and wheezing for six months and worsening for one week. Admission diagnosis: 1. The cause of wheezing is unknown, and 2. Respiratory failure. After admission, blood gas analysis was conducted to evaluate the condition. After the nurse drew arterial blood, it was found that the test results on an abl90 flex analyzer were inconsistent with clinical practice: the patient did not have anemia, but the test results showed a low total hemoglobin level of 60g/l. After contacting the engineer, the engineer went to the site the next day for repairment, and the equipment was running normally. The incident did not result in any adverse effect on the patient.